Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly and a motor error alarm. Troubleshooting found the customer had a loose drive support cap. The customer's blood glucose was unknown at the time of incident. It was also reported the time advanced on the insulin pump during troubleshooting. Customer also reported cracks were present on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unable to verify motor error alarm due to compromised force sensor system alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.